Manufacturer narrative:
Three good faith attempts were made to the customer to retrieve complaint information. However, customer service was unable to collect the information from the clinician. If addition information were to become available, the complaint will be updated accordingly.

Event description:
Product compl: loss of osseointegration.